Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloons of 3 different 5f mynxgrip vascular closure devices (vcd) failed when inflating as it could not inflate all the way. The user also had an issue deflating the devices. Hemostasis was achieved by manual compression and the patient recovered. There was no reported patient injury. There was no contrast used in any of the balloons. The balloon was not inverted. There was no balloon detachment. The balloon was able to be completely deflated. The device was used in a diagnostic procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user is mynx certified. Additional information was requested but not provided. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2423605 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaints ¿balloon inflation difficulty and balloon deflation difficulty" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the instructions for use (IFU), insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloons of 3 different 5fr mynxgrip vascular closure devices (vcd) failed when inflating as it could not inflate all the way. The user also had an issue deflating the devices. Hemostasis was achieved by manual compression and the patient recovered. There was no reported patient injury. There was no contrast used in any of the balloons. The balloon was not inverted. There was no balloon detachment. The balloon was able to be completely deflated. The device was used in a diagnostic procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user is mynx certified. Additional information was requested but not provided. One used device and 17 sterile devices will be returning for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.